Event description:
On (B)(6) 2025, patient reported dexcom g7 bluetooth connectivity issue. The patient's blood glucose (bg) level was 320 mg/dl. Agent had patient toggle on dexcom g6/g7 continuous glucose monitoring (cgm) setting and restart ilet and advised patient that pairing may take 30 minutes. Patient entered fingerstick bg of 320 into ilet. Reconnecting sensor resolved corrected the patient's bg. No symptoms experienced during event and no medical intervention required.